Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic inguinal hernia repair procedure. During insertion into the patient, the balloon failed. The balloon physically broke. The balloon did not inflate. The device had to be removed and another one was used. There was patient involvement but no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.